Event description:
Customer reported a female pt presented in the ed with chest pain. Testing on triage cardiac panel gave elevated results on ckmb and troponin I. The pt was admitted. There was no info as to whether any procedures were performed. Testing same pt on lab and nearby facility methodologies gave normal results.

Manufacturer narrative:
Investigation pending.